Manufacturer narrative:
(B)(6) hospital.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) was evaluating the device and reported that there was a misalignment in the touch position. The se performed a touchscreen calibration, but the issue was not resolved. The se then replaced the touchscreen to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated d4.